Event description:
Reporter alleged smelling burning on the blood glucose monitoring device and discovered a brown area where the base is plugged into it. Reporter stated the 4th pin from the right is burned however no injury was reported associated with the alleged agent. A request was made for the return of the suspect device and replacement product was sent.